Manufacturer narrative:
(B)(4). Date sent: 11/21/2023 investigation summary call home revealed reflected power errors. The returned probe's tip was broken off and not included. The brass cap was still intact and attached. The probe was disconnected and evidence of thermal damage was seen. The potential cause is unknown due to the amount of damage seen. A search of nonconformities (ncs) was performed for lot ml23058266. There were no observed nonconformities for this lot. Manufacture date: 5/1/2023. Expiration date: 1/31/2027.

Manufacturer narrative:
(B)(4) date sent: 10/27/2023.

Event description:
It was reported that during ablation the probe tip melted off in the patient while on the table. It was retrieved. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023. B3: event year only reported: 2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.